Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Other- catheter rupture.

Event description:
Treatment of an avm with onyx. It was reported during onyx injection resistance encountered, and the physician observed onyx did not move on the screen while advancing the syringe. The catheter was withdrawn and a hole was found at 3 cm from the distal tip. It was reported that onyx had embolized a healthy vessel. Same event as MDR# 2029214-2008-00205.